Event description:
In 2007, a clinical incident involving an eliminator arthrowand was reported to arthrocare corporation. Following a right shoulder arthroscopy procedure, the pt was reported to have sustained a skin injury measuring 2 x 1 cm in size (approximately the size of a nickel) on the pt's skin near the inferior side of the portal. The skin injury was treated with medical ointment. The physician reported that this skin injury was a discoloration of the skin and does not consider it a burn. It was reported the irrigation system was flowing throughout the procedure. The physician reported the shaft or handle of the device may have come in contact with the pt skin.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The device met all visual and functional test requirements. The shaft and handle of the device did not get hot during testing as confirmed by touch. There are no similar reports for this device. Based on the testing performed with the device and review of complaints for this device, the complaint could not be confirmed. No conclusion can be made.